Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device code is addressed in the package insert. This is the same event as 1043534-2010-00021, -00022, -00023.

Event description:
Allegedly revised due to broken modular neck.